Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2015 so battery voltage not available due to measurement system lock-up. Reset of the device by programmer with updated software cleared the lock-up condition. (B)(4).

Event description:
It was reported that there was loss of synchrony atrial-ventricular (the device is programmed in vvi at 65) and this has an effect on the patient's comfort. Device interrogation showed elective replacement indicator (eri)/recommended replacement time (rrt) notification however the battery voltage was not available. In addition the physician observed an import decreased (or lack??) Of atrial and ventricular impedance measurements on the trend graph from the eri/rrt activation. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.